Manufacturer narrative:
(B)(4). Maquet was not able to evaluate the broken spring arm because the customer discarded it. Maquet determined that the breakage has been caused by a tearing of the spring arm tube on the edge of the welding joint. This malfunction was previously addressed in the u.s. Through the device correction.

Event description:
The customer reported that a spring arm broke before starting intervention. The patient was in the room, but far away enough that there was no danger for him. No injuries has been reported. (B)(4).

Manufacturer narrative:
October 28, 2015 09:43 am (gmt-4:00) added by (B)(6): the technician reported that the weld from the connection between the suspension and the spring arm is broken. The spring arm has been replaced immediately with a new one and returned the unit to the service. The investigation is on-going and the results will be included in a follow up report.

Event description:
The customer reported that a spring arm broke before starting intervention. The patient was in the room, but far away enough that there was no danger for him. No injuries has been reported. (B)(4).